Manufacturer narrative:
Abbvie soltraqs complaint record number (B)(4). The catalog number provided is the domestic list number that is comparable to the international list number in the unique identifier number field. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Stoma site infection is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. If any further relevant information is identified, a supplemental medwatch report will be filed.

Event description:
Report from a patient in (B)(6) on (B)(6) 2015, it was reported that the patient experienced wound site infection on peg-j area. The patient is receiving unknown antibiotic therapy.